Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the top near the tubing. This occurred prior to connecting to the patient inside the sealed bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white specks of drug crystals located on the outer surface of the device which suggests a possible leak may have occurred; the location of leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.